Event description:
The customer reported that the white plastic tabs that hold the cautery pencil in place broke off and fell onto the field. It was noticed immediately and the tabs were retrieved. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. Evaluation of the incident device confirmed that the plastic tab that holds the cautery pencil in place had broken off.